Event description:
It was reported that the customer's insulin pump alarmed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarm. The device was received with cracked case at the display window corners and scratched screen.